Event description:
It was reported via the maude database report (B) (4) that during an outpatient left shoulder arthroscopy procedure, tubing became disconnected from arthrex arthroscopy pump. Surgeon re-connected the tubing while pump was on. Patient's left shoulder filled with approx 1500cc lr (? Lactated ringers) with epi before pump was shut off manually. Surgery aborted. No apparent patient harm per follow up visit to surgeon's office. Surgery rescheduled. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Serial number was not provided; therefore device history record review could not be performed. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. Based on the information provided, the most likely cause of the event was re-connecting (rather than replacing) the tubing when it became disconnected from the pump. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.